Manufacturer narrative:
Patient weight not available from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and delayed the surgery by 5 minutes. It was reported that the emitter failed to recognize. The system was rebooted and the issue was resolved. The surgery was completed and there was no impact on patient outcome.